Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection with sepsis. Reportedly, during the extraction procedure the lead was difficult to remove. No additional adverse patient effects were reported. The rv lead was explanted.